Manufacturer narrative:
A medtronic representative went to the site to test the system. Needed inner covers and lower door cap. Replaced inner door covers, lower door cap wasn't there. The system then passed the system checkout and performed as intended. Other relevant device(s) are: product ID: bi71000493(kit svc cover lwr door cap) the following codes apply to product ID: bi71000493 (kit svc cover lwr door cap). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 salesforce (B)(4) (hcp): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the patient bed hit the gantry and covers cracked. The gantry was unable to open due to the damage to the system. Additional information received, it was reported that the inner 135° cover was broken also due to hitting the bed. There was no patient present.